Event description:
Patient experienced atrial fibrillation around a week after ponto surgery. Patient had stopped using blood thinners for the surgery. Electric cardioversion was successful and patient has recovered.